Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to pace a patient (age & gender unknown), the device inappropriately shut down. Complainant indicated that the clinician changed the battery to continue treating the patient. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device and correcting information submitted on the initial medwatch report. Please reference sections d4 model # updated, d4 catalog # removed, d4 primary UDI # updated. The device was returned to zoll medical corporation for evaluation. The customer's report was verified and attributed to the battery pack. The surepower ii battery was replaced to remedy the report. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend. The x-series operator's guide recommends always carry at least one fully charged spare battery. If no other source of back-up power is available, two spare batteries are advisable. Rotate spare batteries routinely. The charge level gradually diminishes in a battery after it is removed from the charger even if it is not used. Regular battery rotation helps to avoid incidents where a low battery condition is encountered because the battery has not been recharged or used in more than 30 days.